Manufacturer narrative:
Device codes: 2616 labeled. Internal file number - (B)(4). If follow-up, what type corrections: reg number, contact name, device code 1142 removed. Evaluation summary: the device was returned for analysis. The reported suture harvesting issue could not be replicated in a testing environment as it was based on operational circumstances. Factors that may contribute to the reported difficulties include, but are not limited to, failure to maintain a stable position of the device with respect to the tissue tract or suture caught in foot. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information clarified: the second proglide device used for closure was retracted until the guide wire exit port was above skin level; however, the suture did not jump out of the o-ring. It was not possible to remove the suture loop manually out of the suture bearing through the o-ring. The suture was removed; a third proglide was attempted. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 7f sheath prior to an endovascular aneurysm repair (evar). Reportedly, the first proglide suture was preplaced successfully. The second proglide footplate was retracted; however, the suture was not able to be harvested from the opening in the guide. The suture was cut and third proglide attempted. The plunger was removed and the suture was pulled taut. The suture broke below the posterior cuff and the rail end receded back into the body. After retracting the foot lever and pulling the device out with the guide wire exit port above skin level, the suture ends were removed. The open knot was visible outside the anatomy. The suture of a fourth proglide was successfully pre-placed. The sheath was upsized to 14f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.